Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Can't get tampon out - vagina [foreign body in reproductive tract]. Feel like I'm being sickened [malaise]. Tip broke off inside me - tampon [device breakage]. Can't get tampon out [complication of device removal]. Case narrative: consumer reported via email that the tampon tip broke off inside her and became stuck. No serious injury was reported.